Manufacturer narrative:
Device passed displacement test; it failed self test in that the vibrator did not work when it was supposed to. Also there's a white line running along the right edge of the lcd screen and a visible gray spot in the upper right part of the screen. Upon visual inspection of the lcd screen itself, there are broken pixels in both of those locations. Finally there are traces of previous moisture on the back of the lcd screen and corrosion inside the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. The customer's blood glucose was 8 mmol/l at the time of incident. The customer stated that the screen of the insulin pump had a big black spot at the middle making it difficult for them to read the display. Troubleshooting was performed for partial display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not return for analysis.